Manufacturer narrative:
H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt, but there was no sign of any external damage. Error codes could not be retrieved from the event history log (ehl) due to a blank screen with constant alarm at power up. After the power up process, the customer reported issue was confirmed, the pump exhibited a blank screen with constant alarm. The root cause of the reported issue is attributed to an incomplete update process by the customer. To correct the issue, the software was uploaded from the base to the head of the pump which cleared the problem. The software was updated to version v1.6.4, the power up process, preventive maintenance, and all functional tests were performed which passed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a straight line at the bottom of the screen and constantly alarmed. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5- operator of device is unknown.